Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2007. Upon interrogation on (B)(6) 2019, a warning specifying that the device was operating in standby mode was observed. On the same day, the device was explanted and replaced.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2007. Upon interrogation on (B)(6) 2019, a warning specifying that the device was operating in standby mode was observed. On the same day, the device was explanted and replaced.

Manufacturer narrative:
Device return analysis did not reveal any anomaly.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2007. Upon interrogation on (B)(6) 2019, a warning specifying that the device was operating in standby mode was observed. On the same day, the device was explanted and replaced.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6)2007 . Upon interrogation on (B)(6)2019 , a warning specifying that the device was operating in standby mode was observed. On the same day, the device was explanted and replaced.

Manufacturer narrative:
Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines). The device was found in standby mode on (B)(6)2019 and could not be re-initialized, most certainly due to the battery depletion.